Event description:
In this event a doctor reported that a midwest e handpiece overheated and burned multiple patients; no intervention was required.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint was unable to be verified through production or quality testing. Attachment head temperature rose 2.0 degrees c after 30 seconds of running, well within the 13 degrees c maximum temperature climb during the first 30 seconds of operation per specification. The attachment attached a maximum temperature of 26.3 degrees c during free run and 35.4 degrees c during cut testing, both of which are within specification. The device did not meet specification for cap loosening when 71 oz. In. Was applied in the counter-clockwise direction.